Manufacturer narrative:
The product and a customer photo has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after an intra-aortic balloon (iab) was inserted on a patient an auto fill failure alarm was generated. The customer noted when the console began pumping that the alarm was generated. It was noted by the customer found that connector bonding area was deformed. Replaced catheter to continue therapy. No patient injury was reported.

Event description:
It was reported that after an intra-aortic balloon (iab) was inserted on a patient an auto fill failure alarm was generated. The customer noted when the console began pumping that the alarm was generated. It was noted by the customer found that connector bonding area was deformed. Replaced catheter to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extension tubing was also returned. The returned sheath was over the catheter but it was not a maquet product. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leak was detected but found the extender tubing deformed at the female luer tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation confirmed the reported damaged component problem since the extender tubing was deformed at the female luer tip but the additional reported alarm, auto fill failure event cannot be confirmed by the evaluation. We are unable to determine when the deformation may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).